Event description:
Medtronic received information that this was one of three transcatheter bioprosthetic valves that were not successfully implanted. It was reported that the first valve dislodged out of the annular position during the removal of the delivery catheter system (dcs), possibly after the dcs nose cone became caught on the bottom of the valve. The second valve dislodged from the annulus after release from the dcs; there was no observed or suspected reason for the dislodgement reported. A third valve was placed in too deep a position, resulting in severe paravalvular aortic regurgitation. An attempt to reposition the valve with a snare was unsuccessful. It was reported that the patient became hypotensive, so another manufacturer's transcatheter bioprosthetic heart valve was implanted within the third valve. The first two valves also were not explanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that severe paravalvular leak (pvl) was noted after dislodgement of the first two valves. The third valve had been positioned low in the left ventricular outflow tract (lvot).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Insufficient information was available as to why this valve dislodged and a severe paravalvular leak remained. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. Additional information has been requested. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.